Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3828 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient attended for chemoptherapy. Flushed as per protocol. No leak noted. Treatment erected as per protocol. Patient called myself over and said his clothing was wet. Large are noted on top and pillow. Treated as large spill. Dressing removed and noted hole just above the wings of the canula. PICC removed. Statlock securment device used. As the fracture was outside the body we didn't treat it as an extravasation but it was on his clothes and we had to provide scrubs to go home and a wash bag for his clothes. We treated it as a major spill and cleaned it up with full ppe inc gown and goggles. His skin was fine on discharge but did not get treatment yesterday and has to get line in as I have no slots.